Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue, and found that the unit was failing the leak test. To fix the issue the fse replaced the drive manifold which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not passing calibration. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.